Manufacturer narrative:
The device was discarded at the account. It was reported that the surgeon started to collect the blood immediately after he had closed the wound and the pt was moved while the blood was in the reservoir. Based on previous sample evaluation, the most likely root cause for clotting inside the reservoir is caused when tourniquet is applied at the wound site and the vacuum control dial was turned on too soon after the tourniquet was removed.

Event description:
It was reported that the collected blood coagulated in the reservoir. None of the collected blood could be re-infused. The pt did not require a blood transfusion from a blood bank or pre-donated blood due to this event. It is unk how much blood had been collected and discarded.